Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The social worker states the seat belt on the end users chair is broken.